Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had used the extended bolus feature on the pump; however, it did not work as well as the customer had hoped. A tandem clinical diabetes specialist worked with the customer and created a plan as to how to use the extended bolus more effectively to help reduce the occurrences and severity of any hypoglycemia that might occur after meals and any subsequent hyperglycemia.